Event description:
On (B)(6) 2010, this patient underwent an emergent endovascular procedure using a gore® tag® thoracic endoprosthesis (tg2815/7306603) to repair rupture of a descending aortic aneurysm. No issues were observed during the procedure. On (B)(6) 2010, the patient developed plural empyema, which was reportedly not device or procedure related. Drainage and irrigation of the thoracic cavity were performed and the patient was treated with antibiotics. On (B)(6) 2010, the patient presented with hemoptysis. CT images revealed a rupture of a new pseudoaneurysm located distal to the initially implanted device. An additional procedure was performed on the same day to repair the pseudoaneurysm whereby a gore® tag® thoracic endoprosthesis (tgt2815/7583165) was implanted. On (B)(6) 2010, the patient presented with hemoptysis again. CT images revealed a rupture of another new pseudoaneurysm located proximal to the initially implanted device. On (B)(6) 2010, another additional procedure was performed to repair the second pseudoaneurysm whereby a gore® tag® thoracic endoprosthesis (tgt3415/7145555) was implanted. It was reported that the aortic wall had become fragile due to the plural empyema, and that the physician attributed the pseudoaneurysms to radial force of the device's flare against the fragile aortic wall. On (B)(6) 2010, it was confirmed that the pseudoaneurysms were resolved. The patient was discharged on the same day. On (B)(6) 2011, a six month follow-up examination confirmed that the patient was fully recovered from the plural empyema. Subsequent follow-up examinations showed no adverse event. No further information is available.

Manufacturer narrative:
Additional manufacturer narrative - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.